Event description:
Patient with esophageal stricture, scheduled for elective outpatient endoscopy with dilation and endoscopic retrograde cholangiopancreatography (ercp) for removal of common bile duct stones. Patient sedated. Endoscopy with dilation performed, stricture at 20 cm. It was dilated to 36, then to 38 french dilator over guide wire. Post endoscopic dilation, considerable amount of heme noted, esophageal tear at 20 cm. Flexible endoscope used. Considered a low-grade stricture, simple at mid to proximal esophagus. The perforation occurred at middle to proximal esophagus (closer to the mouth). The kink in the wire was noted on the "shaft" of the guide wire closer to the insertion tip. Both the guide wire and dilator were removed from the patient at the same time once perforation was suspected. Ercp was not completed; in fact, it was never started after the perforation was suspected.